Event description:
It was reported that while transporting a patient up a sloped corridor the stretcher suddenly stopped. Due to the position of the stretcher the caregiver had to hold it in place while trying to restart the zoom function. The caregiver was able to get the stretcher moving again and successfully transported the patient. As a result, the caregiver was seen at the hospital for neck pain and was treated with a muscle relaxer.

Manufacturer narrative:
The user facility was unable to locate the device for the evaluation. If the device becomes available for evaluation a supplemental record will be opened. H3 other text : user facility was unable to locate the device for evaluation

Event description:
It was reported that while transporting a patient up a sloped corridor the stretcher suddenly stopped. Due to the position of the stretcher the caregiver had to hold it in place while trying to restart the zoom function. The caregiver was able to get the stretcher moving again and successfully transported the patient. As a result, the caregiver was seen at the hospital for neck pain and was treated with a muscle relaxer.